Event description:
It was reported that the device was getting warm during testing. There was no patient involvement reported.

Event description:
It was reported that the device was getting warm during testing. There was no patient involvement reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.